Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the redundant power tray assembly core (rptac) to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The rptac was analyzed and found to trigger error 86 associated with a power distribution board adc fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a non-recoverable 86 error occurred on the da vinci system. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer performed a power cycle on the system with no change. The tse reviewed the error logs and found error 86 pointing to the intuitive surgical core power distribution (ipd). The tse walked the customer through another hard power cycle on the system with the vision side cart (vsc) and patient side cart (psc) circuit breakers; however, the issue persisted. The customer was electing to use another vsc from their other system, but the system software was not compatible. The tse recommended taking all three carts from another system as the carts were not interchangeable at the time. The procedure was converted to another da vinci system with no reported injury.